Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This report is 2 of 2 being submitted for this complaint. Reference mfg. Report no. 2015690-2020-12606. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. Per the instructions for use (IFU), cardiovascular or vascular injuries, such as perforation or damage of vessels, ventricle, myocardium or valvular structures that may require intervention are potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. In this case, per report, initial very low placement and minimal valve calcification may have contributed to the events of migration and embolization. In addition, the cause for the mitral leaflet injury was felt to be due to the strut of one of the embolized valves which had ¿flipped orientation¿ in the lvot; however, the mitral valve was able to be repaired and the mitral regurgitation was reduced to mild/moderate. There was no allegation or indication a device malfunction contributed to these adverse events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 2 and 1/2-months post implant of an aortic valve in valve procedure with two 29mm sapien 3 valves, the two (2) valves migrated into the left ventricle due to low placement and mixed valve disease (minimal valve calcification). Per report, the valves embolized and flipped orientation. The valves were explanted, and an edwards surgical valve was placed in the aortic position. As reported, at 1-month post procedure follow up an echo was performed. A CT revealed lvot obstruction from the 2 sapien 3 valves. The patient did not have increased symptoms and a normal coronary angiogram. Severe mitral regurgitation was noted on echo. The patient was admitted for surgical repair/replacement and during the surgical procedure, the 2 valves had migrated into the left ventricle due to very low placement and minimal valve calcification. The aortic valves were reported to have flipped orientation causing injury to one of the mitral valve leaflets leading to mitral regurgitation. A repair was performed on the mitral valve to reduce severe mitral regurgitation (mr) to mild/moderate, and the sapien 3 valves were explanted. An edwards surgical valve was placeds in the aortic position. The patient is reported to be stable and doing well. During the initial procedure, the 1st sapien 3 valve was deployed too ventricular resulting in moderate-severe paravalvular leak (pvl). A decision was made to place a 2nd valve. The 2nd valve landed inside the 1st valve in the same position and the pvl was reduced to trivial. Per report, mitral valve had two holes in it from one of the aortic sapien valve struts. The mitral valve was repaired, and the mitral regurgitation went from severe to mild/moderate.